Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five years four months post filter deployment, the patient expired. There was no specific device malfunction reported that may or may not have cause or contributed to the patient's death. The cause of the patient's death was no provided. No other pertinent patient, device, or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
H10: based on additional information, cause of death not related to the filter. The file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a death. H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five years six months of post deployment, the patient was died. The immediate cause of death was mentioned as peripheral vascular disease and the causes adding to the death are coronary atherosclerosis and peptic ulcer disease. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d4 (expiry date: 09/2013), d10, g3, h6(conclusion). H11: g1, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient underwent placement of a inferior vena cava (ivc) filter via the left common femoral approach for a history of deep venous thrombosis and pulmonary embolism with a new history of severe epistaxis and contraindication for anticoagulation. Ivc venogram showed a widely patent inferior vena cava with the origin of the renal veins easily seen. No thrombus, embolism, extravasation was seen. Subsequent images showed appropriate placement, positioning, and deployment of the ivc filter within a widely patent inferior vena cava just below the level of the renal veins.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five years four months post filter deployment, the patient expired. There was no specific device malfunction reported that may or may not have cause or contributed to the patient's death. The cause of the patient's death was no provided. No other pertinent patient, device, or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2013), (manufacturing date: 09/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five years four months post filter deployment, the patient expired. There was no specific device malfunction reported that may or may not have cause or contributed to the patient's death. The cause of the patient's death was no provided. No other pertinent patient, device, or medical information was provided leading up to or surrounding the event.